Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event where the customer was monitoring the patient's blood pressure using the nibp functionality, the device started making a constant beeping noise and printing black lines. When this occurred, the device user noticed that all of the led's were still illuminated but the display was not. This observation is consistent with a device lockup and in this state, the device could not be used to deliver defibrillation therapy if needed. The customer reset the device and later, when attempting to transmit the patient event, observed a similar lock up. The patient did not suffer any adverse effects during the reported device issue.